Event description:
The contact stated that the customer began to shake. She tested his blood glucose and received a reading of 213 mg/dl. She had to call an ambulance, and paramedics tested the customer's blood glucose at 61 mg/dl. The papamedics treated the customer with IV glucose. The meter is to be returned for evaluation, and a replacement meter will be sent.